Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been feeling very fast heart rates intermittently over the past few days. A review of the device data noted three recent ventricular tachycardia (vt) stored episodes and some artifact. Lead numbers have been fairly stable with some gradual decrease in pacing impedance measurements from 760 ohms to 300 ohms. Fluoroscopy revealed insulation damage on this right ventricular (rv) lead. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.